Manufacturer narrative:
Valve is at the pathology lab for analysis, so investigation is incomplete.

Event description:
Pulmonary edema and cardiogenic shock due to mitral valve thrombosis, the pt was reoperated and the valve replaced by another mechanical valve. On reoperation thrombus was found within the valve. Pt recovered.